Event description:
Surgeon performed a prodisc procedure using a polyethylene inlay, superior end plate, and inferior end plate. An intraoperative x-ray was taken and showed no fracture. Pt complained post operatively of pain and another x-ray was taken, date unk, that showed a l5 vertebral body fracture. Pt was revised. This report is report #3 of 3 for the same event.

Manufacturer narrative:
Review of the manufacturing records found this lot met all visual and dimensional specifications and no discrepancies were found. The raw material record was reviewed for correct type, size, grade and shape, and no discrepancies were found. The material conformed to all dimensional, chemical content analysis and recertification specifications. Hospital for special surgery evaluated the device. Results are consistent with and do not impact current investigations.